Manufacturer narrative:
The product has been requested back for an investigation. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for freestyle libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high scan compared to the built-in meter. The customer experienced symptoms of high blood sugar including dizziness, nausea, and "blood pressure." The customer was seen by a healthcare professional and received unspecified treatment, however, no additional details were provided. There was no report of death or permanent injury associated with this event.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high scan compared to the built-in meter. The customer experienced symptoms of high blood sugar including dizziness, nausea, and "blood pressure." The customer was seen by a healthcare professional and received unspecified treatment, however, no additional details were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (serial number) was updated from (B)(6) based on returned product. Section d4 (deive expiry date) & h4 (device mfg date) were updated based on the returned product download. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Watermark was observed at the base of the sensor tail indicating the sensor was properly inserted. Data was successfully extracted from the returned sensor using approve software. The returned sensor was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba) no issue was observed. Placed sensor in the printed circuit board assembly (pcba) test fixture to perform. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test to check that the returned sensor¿s electronics were functioning properly. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.